Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the caller said they turned the dial and repositioned the antenna but were still not able to get any of the coupling boxes shaded. The caller said the patient just got the rechargeable device on (B)(6). The caller said there was no training done at all and they didn't try the ins on the patient. The caller said there was no bandage the patient just had clear glue. The hcp gave them the ok to charge the implant and the caller said they told them to start charging the ins everyday. The caller said they would call back when they were with the patient and could do some troubleshooting. The caller called back and stated they believed they were charging and just had some questions to confirm they understood the insr information. The caller confirmed that the patient was charging/seeing the boxes at the bottom of the screen. The caller confirmed the patient was seeing 2 coupling boxes at the bottom. It was reviewed coupling should improve as the patient healed and recommended to follow up with the hcp as needed. Additional information was received. It was reported the patient tried to recharge the night of the implant and it was difficult to charge. The caller stated the patient was only getting two coupling bars. The tried to charge with two different rechargers with the same result. The caller stated the stimulator was placed in the same pocket as the previous device (the rechargeable device replaced the primary cell device). The caller also stated the ins seemed superficial but there did seem to be some inflammation or fluid in the pocket. The caller ran an antenna locate and they were getting numbers that appeared normal (64-80-80). The caller stated that they would wait and evaluate the patient's ability to charge after the pocket had more time to heal. Additional information was received: it was reported that the patient's weight was unknown, but the situation was also unknown due to another doctor filling in. They had stated to try to contact the rep. Additional information was received from the patient that stated they had to get a new battery surgically installed because they were not able to resolve the poor coupling. They still only got 0-2 coupling boxes. They were concerned about keeping the battery charged. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient was still only getting 2 coupling bars when charging. It was stated the patient "has never been able to get more than 2 coupling bars since implant." Technical services had the manufacturing representative (rep) do antenna locate test and the numbers were 52 - 70. It was reviewed that technical services suspected the implantable neurostimulator (ins) was "most likely flipped upside down in the pocket," and that an x-ray would confirm if the ins was flipped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the rep spoke to the patient's daughter and said they still could not get more than 2 boxes highlighted for recharging. The patient was receiving therapy but it took them longer then usual to charge. The patient's device didn't look to be implant more than 1 cm. The patient was ok with recharging as is because they were not wanting to go back in surgically. There were no further complications reported.